Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12jul2018 to assess the instrument testing well image in question which appeared as visually positive, with a background of red blood cell adherence and a small button. From the instrument data review, there were no errors identified during the testing in question. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2018.